Event description:
Note: this report pertains to first of two devices that occurred during the same procedure. Refer to associated MFR report# 3005099803-2009-00060 for a description of the other event. It was reported to boston scientific corporation on december 9, 2008 that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy (peg) placement procedure performed in 2008. According to the complainant, during the procedure, the guidewire would not fit through the peg which was blocked "at the connections of the distal end and proximal end of the peg." They used a second device and "the guidewire would not fit through the peg" which was also blocked "at the connections of the distal end and proximal end of the peg." The procedure was completed with another endovive safety peg kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration dates are unknown. According to the complainant, the suspect device has been disposed, and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.